Event description:
The reporter stated, the surgeon implanted an micl 13.7 implantable collamer lens in 2006. The lens was removed three months later, due to an excessive vault and refractive outcome. Subsequently, the pt had excessive hyperopia. A shorter lens was implanted.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaints were found within the work order.